Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead impedance was unstable and at times was greater than 3000ohms. The right ventricle (rv) coil impedance was unstable between 120ohms to greater than 200ohms. The lead is still active. No patient complications were reported as a result of this event.